Manufacturer narrative:
The esheath was returned with the delivery system inserted through the sheath hub after being used in the procedure. Visual inspection revealed the sheath was cut post-procedure on the back table. Circumferential delamination was observed 2 inches from the distal tip. The market band was present. The liner tear was along the entire length of the sheath shaft. There was a small strand of liner 5 inches from the distal tip from cutting the strain relief at the complaint site which occurred on the back table. Minor soft tip damage was observed. Multiple strands around the liner and hdpe at the cut strain relief region were observed. Follow-up with the complaint site showed that the sheath was cut post-procedure on the back table. The observed multiple strands were likely due to cutting of the strain relief at the complaint site.  Procedural imagery provided by the site showed the sheath liner material circumferentially delaminated. Imagery showed no observable tortuosity or calcification in the access vessels. Due to the returned condition of the device and the nature of the complaint no relevant functional testing was performed. Dimensional testing revealed all measured locations were within specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the monthly complaint history revealed that the monthly occurrence rate did not exceed the monthly control limit for the trend category. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. As noted, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath).   During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath distal tip liner delamination and sheath shaft liner torn were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing nonconformities were identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. As mentioned in the complaint description, ¿during deployment of a 23 mm sapien 3 ultra in the aortic position via transfemoral approach valve in valve (viv) in an aortic homograft the balloon burst. There was difficulty removing the delivery from the esheath. The delivery system balloon got stuck in the hemostatic valves and could not be safely removed from the patient unless the esheath was removed with it.¿ a burst balloon increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. An altered burst balloon may have led to the withdrawal difficulty of the delivery system and interference between the burst balloon and liner may have led to sheath liner delamination and the full length tear. Available information therefore suggests that procedural factors (withdrawal of a burst balloon) contributed to the complaint events. The complaint events were confirmed based on visual inspection of the returned device. Available information supports that procedural factors (withdrawal of a burst balloon) contributed to the reported events. No manufacturing non-conformances were identified, and a review of the IFU/training material revealed no deficiencies. The complaint rate did not exceed the control limits, therefore no corrective or preventative action is required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway. Please reference related manufacturer report no: 2015691-2020-10728.

Event description:
As reported by a field clinical specialist, during deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach valve in valve (viv) in an aortic homograft the balloon burst. The valve was nominally deployed successfully in good position. There was difficulty removing the delivery from the esheath. The distal end of the balloon was unable to get through the hemostatic valves. The devices were removed together and upon removal a tear in the esheath was observed. The patient received a stent at the femoral head due to a femoral artery dissection. A second esheath was necessary because the delivery system balloon got stuck in the hemostatic valves and could not be safely removed from the patient unless the esheath was removed with it. After removal there was a longitudinal tear observed from the most distal end that moved up towards the expansion mechanism of the esheath. The patient is in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.